Manufacturer narrative:
One cadd-solis vip ambulatory infusion pump was returned for analysis with the tamper seal missing, along with lens damage and the downstream sensor bubbled. The device was inspected by performed a motor test and a functional test. The reported issue was not verified and was not able duplicated. The cam flex was replaced as preventative maintenance.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion failed a preventative maintenance check. It mostly likely failed an upstream occlusion test, a downstream occlusion test, or an air detector test. There were no injuries or adverse events reported.